Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation and cutting failure of the probe occurred during the procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of actuation failure of probe. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample does not open or close fully. Cut testing was performed and deemed nonconforming. The sample would not cut. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Heavy gouge marks at bend area. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming due to the cutter not opening or closing fully. A retest showed the cutter was able to actuate and open and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation issue. The root cause for the probe nonconformance is due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification; however, due to the number of related complaints, an investigation has been completed and action are implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. However, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).